Event description:
Title: technical tips on pancreatojejunostomy and gastrojejunostomy during robotic pancreatoduodenectomy with comparison between the internal and external stent for pancreatojejunostomy. The aim of this study is to present a case of 203 patients who underwent pd at the university of tokyo from january 2020 to july 2024 were included in this study. Of them, 34 consecutive patients underwent rpd between january 2023 and july 2024 and were compared with 26 patients undergoing opd for the same indication between january 2020 and december 2022. 5-0, 6-0 pds ii (eth) were used to sutured and ligated to prevent intestinal mucosa, and the pancreatic duct. 4-0 vicryl (eth) was used to sutured the middle stitch, and lastly echelon flex (ees) and echelon path (ees) were used for staple line reinforcement. Reported complaints: 5-0, 6-0 pds ii (eth), 4-0 vicryl (eth). Fluid collection (n=4). Treatment: one underwent drainage under radiographic intervention and three patients fluid collection was alleviated with diuretics. In conclusion, the described pj and gj techniques and evidence-based perioperative management achieved zero cr¿popf and dge in rpd, suggesting favorable outcomes. External stents may not improve results in rpd.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: surg oncol. 2025 aug;61:102239. Https://doi.org/10.1016/j.suronc.2025.102239. Epub 2025 may 28. Pmid: 40460784.